Manufacturer narrative:
(B)(4). One offset flex clamp broach hndl was returned and evaluated. Upon visual inspection there are impact marks on the handle and to the top and bottom of the strike plate. The device had fractured at the weld location of the handle and strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the strike pad on broach handle broke when hit with mallet. No adverse events have been reported as a result of the malfunction. Attempts were made to obtain additional information; however, none was available.